Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.the device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that post implant an adjustable gastric band on the first fill the port had flipped over. The clips were noted to be retracted on the port. Port removed and wound closed. Replacement port to be re-implanted in three months.

Manufacturer narrative:
(B)(4). Information was not provided by contact. : information anticipated, but unavailable at this time. Additional comments: were sutures used when anchoring the port? No. Does the lock symbol on the actuator lined up with the tubing connection ? Yes. Was a port applier being used when the issue occurred? I was not present in this case but he did use the port applier correctly in general. What method was being used to manipulate the port when the issue occurred? Unknown. Was the sale rep present during the first surgery ? No. How is the patient status? Patient currently has no port in place. Will be replaced at a later date.